Event description:
It was reported that the pulse generator exhibited premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the battery to be prematurely depleted due to high current drain caused by multiple bits flipped. The device was received in backup vvi due to elective replacement indicator (eri) and non-maskable interrupt (nmi). After an external power supply was connected and the product code was downloaded, normal device function ensued.